Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 329 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).